Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 04-sep-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The lens was found coated in viscoelastic residue with one haptic damaged, a piece of it was broken off and missing. The lens was cleaned and inspected and was observed to be damaged by the radial hole of the lens. No further issues were identified. No further evaluation was performed. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a, as there is no indication that the lens was implanted. Section d6b - explant date: n/a, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the standalone monofocal intraocular lens (iol) haptic was broken. Through follow-up, it was confirmed that the lens and cartridge were in contact with the patient's eye, but insertion was not completed. The patient did not suffer any injuries, and the procedure was completed using a replacement lens. No further information has been provided.